Manufacturer narrative:
H10 h3,h6: the device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found statements related to electrode erosion. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the device showed extensive erosion of the electrodes. The device was connected to a known good controller, which revealed that the wand was tested at default and maximum setting which revealed that the device performed as intended. Saline line performed as intended. The suction line performed as intended. The images provided by the customer showed the device, but did not reveal any information regarding the functionality. The complaint was verified as the device's electrode was extensively eroded. Factors, which may have contributed to the reported complaint include: (1) hitting the device tip against a hard surface such as an insertion cannula (2) using the device as a lever to enlarge surgical site (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the metal electrode wire of wand was fractured when use it for 5 minutes in settings 7/3. The malfunction was solved with a back up device. The broken pieces were removed from the patient and the patient if good. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.